Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for b2 b2: outcomes attributed to adverse event - correction - remove check-mark for required intervention to prevent permanent impairment/damage (devices) due to incorrect entry g3: date received by manufacturer - additional information h2: if follow-up, what type - correction

Event description:
Subsequent to the initial MDR, a correction is required. B2 correction

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021 . Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. However, the data investigation found a difference in values that falls within the d zone of the parkes error grid. No injury or medical intervention was reported.